Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. UDI (di): (B)(4).

Event description:
It was reported that during a non-related procedure, inadequate capture was observed on the ventricular channel. The lead was explanted. No further information was provided.